Event description:
It was reported that "the guide wire bent." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one kinked guidewire for analysis. Signs of use were observed on the guidewire and guidewire tubing. Visual inspection identified four kinks in the guidewire, including two near the central portion of the guidewire body and two towards the proximal end. The distal j-bend was misshapen. Microscopic examination confirmed the observed kinks. Both the distal and proximal welds were present and appeared full and spherical. Four kinks on the guide wire located at 253mm, 283mm, 545mm, and 590mm from the proximal weld. The overall length of the guide wire measured 601mm, which is within the specification of 596mm-604mm per product drawing. The outer diameter (od) of the guide wire measured 0.866mm, which is within the specification of 0.838-0.877mm per guide wire product drawing. Functional inspection of the guidewire was performed with reference to the instructions for use (IFU) provided with the kit , which states: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guidewire was advanced through a laboratory inventory arrow raulerson syringe (ars)/18 ga introducer needle subassembly. Resistance was encountered at one of the kinked locations near the center of the guidewire body, preventing further advancement of the guidewire beyond that point. All undamaged sections of the guidewire passed through the ars/18 ga introducer needle subassembly without resistance. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer-reported guidewire kink observed during use was confirmed through investigation of the returned sample. Visual inspection identified four kinks in the guidewire, including two near the central portion of the guidewire body and two towards the proximal end. The distal j-bend was misshapen. The returned guide wire met all relevant dimensional requirements; however, resistance was encountered at one of the kinked locations, preventing further advancement of the guidewire beyond that point during functional evaluation. No manufacturing related defects or anomalies were identified in the returned guidewire during the investigation, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the guide wire bent." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".